Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
A small hematoma and superficial oozing noted at incision site. Md held pressure and placed new pressure dressing on site. System still implanted. Should additional information be received, this file will be updated.